Event description:
Name of agency: suzuken when did it occur? : before use hypodermic needle injury: no other treatment: no were the returned items used? : no if they were used, was something attached to them? : no return quantity: 1case(700 units) details of the event (timeline, history, etc. ): there was no barcode (would like you to be more thorough for customers using this product) a concellation slip has been submitted

Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to sections d3 (country type & country) and h6 (type of investigation & investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.